Event description:
Pt had increased need for intermittent catheter asked me to order for 4x/day. Ordered (B)(4) product 32641930. Pt reported bleeding and irritation with use. Ordered intermittent catheter for pt at his request. Uses (B)(4) ordered a case because pt reported md increased frequency of caths to 4x / day. Ordered from vna supplier (B)(4) item 32641930, urethral catheter coude tip, (B)(4) pvc 14fr.16" intermittent catheter - MFR # (B)(4), (B)(6) at (B)(4) notified us. Dose: 1 cath, frequency: 4x/d, route: via urinary track. Therapy date: (B)(6) 2018. Diagnosis for use: (B)(6).